Event description:
It was reported that a (B)(6) female patient ((B)(6)) underwent a paroxysmal supraventricular tachycardia (psvt) ablation procedure with a navistar¿ electrophysiology catheter and suffered a heart block requiring prolonged hospitalization. It was reported that at a paroxysmal supraventricular tachycardia (psvt) procedure, the patient was diagnosed with nodal reentrant tachycardia (nrt). Additional ablation was conducted using a 4 mm navistar because ablation of the slow pathway with a freezer was ineffective. The junction also appeared, and it was judged to be effective ablation. When the ablation was stopped, a heart block was noted. This occurred about 30 minutes after the catheter was used. The procedure was completed, and the situation was monitored for a while, and when the patient left the room, the condition was 2: 1. Heart block. The hospitalization period would be prolonged until monday ((B)(6) 2022) to observe the course. The complaint product(s) will not be returned for analysis. Additional information was received on 4-april-2022. It was reported that the biosense webster inc. (Bwi) sales consultant heard that the electrocardiogram returned to normal after the patient went back to the ward. There was no medical treatment in the catheter room. It is not known if any medications were taken. Regarding the relationship of factors to products, since a good response to ablation was difficult to obtain from the beginning, they were careful about the a-h interval and ablated a little behind the coronary sinus (cs), and then, junctional finally appeared. However, when ablation was stopped, a-h prolongation was almost not observed, and it suddenly became block, which made the physician wonder, the cause was unknown. Additional information was received on 8-april-2022. It was reported that the physician¿s opinion on this adverse event is that the cause of this issue was unknown. No intervention was provided. It is not known if any medications were taken. The patient¿s outcome of the adverse event is improved. Additional information was received on 20-apr-2022. It was reported that a smartablate generator with serial number (B)(4) was used. Conservatively, this event will be reportable as it was reported that the patient required prolonged hospitalization.

Manufacturer narrative:
Initial reporter phone: (B)(6). Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30587765m number, and no internal action related to the complaint was found during the review. Manufacturer's reference number: (B)(4).